Event description:
In the american journal of critical care online, a published article referenced a sparks et al trial that reported a case of a (B)(6) man who was admitted to the ICU because of sepsis and respiratory failure. He experienced one episode of gastrointestinal hemorrhage 22 days after insertion of a flexi-seal device.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The reporter states that endoscopy revealed a mucosal ulcer in the proximal part of the anal canal. The patient was treated by reversal of anticoagulation. Use of blood products was not specified. No add'l patient/event details are available at this time. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided. (B)(4).